Event description:
Customer had her right ear pierced, allegedly with the inverness ear piercing system, in a retail store on 05/13/97. She sought treatment for an infection of the piercing site on 05/23/97 and was administered a course of antibiotic treatment.